Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4)has been completed. The reported problem (service code) has been confirmed. As received the monitor displayed a code 105 (pulse test relay stuck), and the monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The cause of the service code was the damaged wire. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was producing a service code.